Event description:
A doctor alleged that approximately two (2) patients had experienced the maxcem elite product setting up too quickly leaving open margins. This is the second of two (2) reports.

Manufacturer narrative:
Although the doctor identifies three (3) different lots associated with the cement setting up too quickly, he could not verify which lot was used on the patient. The lots involved in the alleged incidents include lot number 4720580, 4651044, and 4720568. Patient specifics with regard to gender and age were not provided by the doctor. The doctor adjusted the occlusion of the crown to make it fit. Upon the patient return visit, the doctor cut off the crown and re-cemented the crown, without further incident. To date the patient is doing fine. The product was not returned. The lots number 4720580 and 4720568 has been identified as affected lots which is part of an ongoing maxcem elite recall. A retain sample of lot 4651044 was evaluated yielding results within specifications. A DHR review revealed that there were no deviations form the manufacturing process. In addition, there were no similiar complaints in regards to this lot.